Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch lancing unit will not fully penetrate. The patient claimed that after 4 years and 8 months of using the lancing device unit, the lancing device began to have the reported issue. The patient uses the insulin pump to manage her/his diabetes. After the issue began, the patient reported developed symptoms described as "thirst and headache". There was no report of any required medical intervention. The issue was not resolved with troubleshooting. There was no product misuse. This complaint is being reported because the patient had symptoms that can be suggestive of hyperglycemia after the reported lancing issue began.

Manufacturer narrative:
Device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device was found to have a broken lancet cup and will not penetrate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.